Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the sys error 322. The device was operating out of spec. Past repairs have shown the upper and lower auxiliaries to be the failing components. The upper and lower auxiliary assemblies were replaced. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue. The software was upgraded per the approved remedial action activities.

Event description:
It was reported that a spectrum pump displayed sys error 322. It was also reported there was no pt injury.